Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product was returned for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The male patient's age was unknown. The target lesion was located in the right coronary artery (rca) to the posterior descending. The lesion was de novo. The vessel was slightly calcified and slightly tortuous. There was 90% stenosis. Pre-dilation was conducted and then a 3.0x18mm cypher stent was delivered to the target lesion without problem. While the cypher was being inflated at 10 atm for 30 seconds, the pressure of the inflation device decreased and the physician suspected that the balloon ruptured. Although the stent was under-dilated, the delivery system was withdrawn from the patient .when the cypher was inflated outside the patient to check, leakage of the remaining contrast medium was confirmed. Therefore, the physician decided not to use the delivery system for post-dilation to avoid the risk to the patient. In order to complete the implant, post-dilation with a voyager balloon was conducted and the procedure was finished successfully. There was no patient injury reported.